Event description:
It was reported that a message appears about a speaker operation fault. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
It was reported that a message appears about a speaker operation fault. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.